Manufacturer narrative:
The rapid infiuser was returned to belmont for investigation and was tested according to our standard operating procedures. We were unable to confirm the complaint that the unit exhiibited a "high pressure" alarm after extensive testing and stress testing at elevated temperature for 48 hours. However, through our investigation it was identified that the mounting screws on the valve motor assembly were broken, which caused the unit to exhibit a valve fault error. It was also noticed that the heater disk at the door was cracked, suggesting that the unit suffered an impact. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The operator's manual also provides possible conditions and additional recommended operator actions in the event of both "high pressure" and "valve fault" alarms. After every 500ml of fluid infused, the rapid infuser automatically purges air from the system by closing the infusion line and opening the recirculation line for a few seconds. In the event of a valve failure or valve position sensor malfunction, the system exhibits a "valve fault" alarm (system error #208) and displays the following alarm message: "check valve for blockage. Power off and restart. Service machine if error persists." The operator's manual also provides a service and preventive maintenance schedule, which instructs the user to perform a visual inspection every 6 months, including checking that the valve pincher set screw is tight. In addition, the manual instructs the user to perform a hardware verification once a year and provides the following instructions: "press left valve, confirm that the valve wand (valve pincher) moves to the left. Press open valve, confirm that valve wand moves to the middle position. Press right valve, confirm that the valve wand moves to the right. Leave the valve in the left valve position before continuing to the next step." It was reported that another ri-2 was set up to provide the needed therapy; no patient injury was reported. The manufacturing records and service records for this serial number were reviewed and no anomalies were identified. The rapid infuser has not been returned to the manufacturer for service since it was shipped to the customer in 2017. We have contacted the customer to obtain further information regarding the disposable used as well as the device back in order to determine if there were any anomalies with the device. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has not been returned to belmont for investigation. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The operator's manual also provides possible conditions and additional recommended operator actions. There is not enough information available at this time to determine the root cause of the reported alarm. It was reported that another ri-2 was set up to provide the needed therapy; no patient injury was reported. The manufacturing records and service records for this serial number were reviewed and no anomalies were identified. The rapid infuser has not been returned to the manufacturer for service since it was shipped to the customer in 2017. We have contacted the customer to obtain further information regarding the disposable used as well as the device back in order to determine if there were any anomalies with the device. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's sales representative received the following report from the user facility involving a rapid infuser, ri-2: "machine giving us an error msg saying it was 'occluded' when it wasn't, and to send out for service'. The case was a placentia accretia and they were able to set up a different ri2 and provide the therapy needed.